Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump did not alarm an upstream occlusion. The failure occurred at or before first clinical use, out of box failure(obf) in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device.  Visual inspection did not identify any abnormalities that could have contributed to the reported condition.  The reported condition was not verified. The device detected an upstream occlusion at the proper pressure and time during testing.  No correction is required.  Should additional relevant information become available, a supplemental report will be submitted.